Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and had received battery out limit alarm as well as had a blank display. The customer¿s blood glucose level was declined to 53 mg/dl at the time of the incident. The customer was treated with food. Troubleshooting was performed for blank display and the display returned with a new battery. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.